Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical removal of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, ovarian cyst (right), uterine fibroid and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy total abdominal hysterectomy right salpingo-oophorectomy, blood transfusion). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: previously reported essure removal date : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: large fibroid uterus and 6 cm ovarian cyst.. Ultrasound pelvis - on an unknown date: impression: 1. Large cyst seen involving right ovary, 2.3 separate fibroids seen involving enlarged uterus. Urinary system x-ray - on an unknown date: conclusion: 1, air-filled dilated loops of small bowel with air located within the right colon. These, findings are probably related to an ileus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : previously reported event "surgical removal of device" updated to "pelvic pain". Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical removal of device') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 1 month after insertion of essure (ess205). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.